Event description:
Contaminated deroyal pack, it appears that the suction tubing within that pack is stained with some sort of substance. Deroyal cmc vascular pack. This pack was removed from the room prior to the patient entering the room and replaced with a new one.